Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. A photo of the device was provided, showing the tip was slightly fractured and separated form the probe shaft. It was still attached to the shaft. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An end user reported a problem when using a solero microwave probe. The treating physician reported that during today's ablation ((B)(6) 2020), he positioned the needle applicator into the liver lesion and it appeared in a satisfactory position. There was no trauma to the needle before or during insertion. He started ablating and within around 10-15 sec, the ablation stopped, giving an error message along the lines of a problem with reflected heat or power and suggesting repositioning the electrode. He tried a slight repositioning and also a lower power, but the same message came up. He removed the needle and noticed that the porcelain tip was discoloured, and that there was a gap between it and the adjacent shaded zone as in this picture. The ceramic tip did not detach. The device was set aside and the ablation was carried out successfully with a new electrode (although positioning was made more difficult by bubbles from the first attempt). There was no report of any patient harm or injury due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.